Manufacturer narrative:
H3: analysis of the pump identified no anomalies. Analysis of the (B)(6) catheter identified a kink in the catheter body. Analysis of the 8784 catheter identified damage to the transition tubing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8784, serial#: (B)(4), implanted: (B)(6) 2020, product type: catheter. Product ID: 8782, serial#: (B)(4), implanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 31-aug-2022, UDI#: (B)(4) ; product ID: 8784, serial/lot #: (B)(4), ubd: 11-aug-2022, UDI#: (B)(4) ; product ID: 8782, serial/lot #: (B)(4), ubd: 28-mar-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) via a healthcare provider (hcp) regarding a patient with an implantable infusion pump receiving baclofen with a dose of 1000 mcg/day and a concentration of 2000 mcg/ml. It was mentioned that patient had a history of pump flipping in abdominal pocket. They started exhibiting signs and symptoms of baclofen withdrawal including pruritus hypertonicity and irritability. Their most recent pump refill on 10/7/21 add an expected volume of 3.4 ml and an actual volume of 35.5 ml. At that time, patient decided they no longer wanted to continue therapy. Surgical intervention scheduled on (B)(6) 2021, the issue was not resolved at the time of this report, the patient status was alive no injury. The patient medical history include anxiety, arthritis, chronic pain due to headaches and in her neck, concussion, dermatitis, dystonia, headache, tremor, acd decompression surgery, adenoidectomy, breast reduction, broken jaw, orthopaedic surgery, removal gallbladder, tonsillectomy. Additional information stated hcp felt the volume discrepancy was due to catheter kinking preventing medication from exiting the pump. The caused of the pump flipping was not determined. Additional information stated the pump was explanted yesterday afternoon. The surgeon said the anchors were intact with the pump but were not attached to any tissue in the patient. The catheter was twisted countless times until it formed into a knotted ball. Following explant the scrub tech removed 43ml of medication from the pump. According to the report the pump expected volume was 34.3 ml.